Event description:
The patient presented having experienced high voltage therapy. The therapy was due to incorrect interpretation of signal. The device was reprogrammed to resolve the event. The patient was in stable condition.